Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking. Reportedly customer attempted to overfill the cartridge. The customer was able to successfully load a new cartridge to address the issue. Additionally, it was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. Customer's blood glucose level was approximately 145 mg/dl.